Manufacturer narrative:
The first device was reported under 1219602-2018-01658.

Event description:
It was reported that after t1 was deployed, t2 fell off, the second product had the same event. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated.

Event description:
It was reported that during a meniscus surgery after t1 was deployed, t2 fell off. The second product had the same event, then changed third and finished the surgery. The procedure was completed with a backup device with no delay or patient injury reported.